Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that a power on reset (por) was seen pre-op. Manufacturer representative indicated it flashed across the clinician programmer screen after initial implant interrogation while still in sterile packaging. The implant interrogated normally after that showing a full charge and no error was seen. No medical or symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.